Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2014 concurrently with laparoscopy with lysis of adhesions, vaginal enterocele repair, vaginal trachelectomy; due to exposed mesh, pelvic pain and cervical prolapse. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient underwent the concurrent procedure of a hysterectomy. It was reported that following insertion the patient experienced infections, vaginal pain, urinary problems dyspareunia, extrusion of mesh and pelvic pain, recurrence of urinary tract infections. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05231. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and symptomatic pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of sling implantation, urethropexy, sacrospinous suspension, laparascopic supracervical hysterectomy, bilateral salpingo-oophorectomy, and anterior colporrhaphy during mesh implantation. Post operative report findings state she had a 6 week size uterus that was boggy, suggestive of adenomyosis, normal small ovaries. Uterus protruded out of the introitus with large anterior posterior compartment defect and hypermobile urethra.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cervical prolapse.